Event description:
The customer contacted physio-control to report that the device would charge, but when they attempted to press the shock button, it didn¿t shock and they had to press it 3 times before it would shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue, but was unable to duplicate the issue. The device keylog was reviewed, and on two occasions it was found that the shock button was pressed multiple times before a shock was delivered. On both occasions, it was observed that the shock button was released immediately after being pressed. Per the lifepak 15 monitor/defibrillator operating instructions, the user must "press and hold the (shock) button on the defibrillator until the energy delivered message appears on the screen." The patient records were reviewed, but ran out of memory during the event and did not contain useful data. Based on the available information, use error is likely the cause of the reported event. The device passed functional and performance testing, and was returned to service.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device would charge, but when they attempted to press the shock button, it didn¿t shock and they had to press it 3 times before it would shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.